Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, it was revealed it was discovered that the device did not function and the battery contact was melted. This was attributed to faulty handling. A replacement for the device was sent to the customer on (B)(4) 2013. Placeholder.

Event description:
The power module f/trs was returned for upgrade. During service it was noted that the battery contact on the cover had melted slightly. This is report 1 of 1 for complaint #(B)(4).